Event description:
During a diagnostic left venticulogram, foreign material appeared to be coming out of the expo diagnostic catheter. The physician viewed, what he believed to be, metal radiopaque pieces follow the curve of the expo diagnostic catheter just prior to the injection of contrast, and then disappear into the pt's right ventricle. A full body of cat scan was done following this event, and "something" was found in the pt's kidney. The pt remained asymptomatic during this event. No pt complications were reported.